Event description:
Medbloc got notified by one of their dealers at (B)(6) on (B)(6) 2018 about an incident that took place on (B)(6) 2018. The dealer reported that the end user got a cut on her calf while the end user's husband was trying to back her up from the table she was at. The joystick, which was retracted while her husband was backing her up, got activated that caused the system to turn and the center mount of the system ended up cutting her calf. Medical attention was need for the end user as there was bleeding on her calf. According to the dealer, the end user wants modification on the chair.